Manufacturer narrative:
E1 - initial reporter phone: (B)(6). E1 - initial reporter email: (B)(6). Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump did not work, the device beeped despite having no batteries installed, there was a blockage in the line, and no modifications could be made afterward. The incident occurred while the pump was in use with a patient; however, no one was injured. The only consequence was that the method of medication administration had to be changed from a cadd pump to a continuous infusion pump.